Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Corrective actions included replacing the pump with one having updated software, providing instructions for pump storage mode and return, and setting up a backup insulin pump to ensure uninterrupted insulin delivery.